Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented dark vision. The issue occurred during service and maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end of the light guide bundle is chipped, a fracture in the light guide bundle inside the universal cord, the insertion tube has dents. Based on the results of the investigation, it is not possible to establish the root cause. Regarding the events found by olympus, it is likely the following led to the malfunctions: event: the distal end of the light guide bundle is chipped. This event is caused by a component failure of the distal end cover glass. Event: a fracture in the light guide bundle inside the universal cord. This event is caused by a component failure of the light guide bundle. Event: the insertion tube has dents. This event is caused by a component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.